Event description:
Material #: 305270. Batch #: 2244628. It was reported by the customer that went use retraction function and said needle dislodged in buttock and did not retract as per designed. Verbatim: rcc received a complaint via phone. Pir attached. Productcomplaint-mds resident consumer: (B)(6). Ref: 305270 lot: 2244628. Issue: while injecting testosterone, patient went use retraction function and said needle dislodged in buttock and did not retract as per designed. Son had doctor appointment and went with him to see pcp and told np, she attempted to remove it by squeezing around the area but it was lodged in and was unable to retrieve it. Advised pt to wait to see if it will dislodge on its own. Advised to pay attention to any redness, heat that may develop into an infection. Besides np trying to remove it no other medical intervention has taken place. Np advised to wait a couple days if needle has not dislodged on its own they will be requesting an x-ray. Doe: (B)(6) 2024. Sample: pt has the other part of the device to send in. Request to send sample return kit. Pt harm: yes.

Manufacturer narrative:
One loose 3ml syringe and a 23-gauge needle hub from mold x-21 cavity 122 was received. The sample was visually evaluated. It was immediately noted that the product returned did not match what was reported by the customer which was a 3ml integra retractable syringe with 25-gauge needle. It could be seen that the needle hub was missing its needle which matches the condition noted by the customer. However, as no package was received for the syringe or lot information no further investigation could be performed on the root cause of the needle dislodging from the hub. Since no samples from the complaint lot displaying the reported condition were received a potential root cause could not be defined. A device history record review was completed for provided lot number 2244628 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material #: 305270. Batch #: 2244628. It was reported that the bd integra needle retraction failed. The following information was provided by the initial reporter: "while injecting testosterone, patient went use retraction function and said needle dislodged in buttock and did not retract as per designed. Son had doctor appointment and went with him to see pcp and told np, she attempted to remove it by squeezing around the area but it was lodged in and was unable to retrieve it. Advised pt to wait to see if it will dislodge on its own. Advised to pay attention to any redness, heat that may develop into an infection. Besides np trying to remove it no other medical intervention has taken place. Np advised to wait a couple days if needle has not dislodged on its own they will be requesting an x-ray." Product complaint-mds resident consumer: (B)(4). Lot: 2244628. Doe: 23may2024. Sample: pt has the other part of the device to send in. Request to send sample return kit. Pt harm: yes. Additional information provided: 1. What happened? I was injecting testosterone that is prescribed by my doctor. And I heard a pop in the syringe, and the needle was left and my butt. 2. Did the needle dislodge on it's own? Yes when the syringe popped. 3. Was the needle removed by a health care professional? No they could not remove it at that time. 4. Did the patient have an x-ray? They did not x-ray it at the time when it happened. I believe I have a follow up appointment in the upcoming weeks. 5. Any additional harm (infection)? My butt was sore for about a week. But now it is only tender when touched in the area 6. Any additional medical intervention required? I don¿t know until I go back to the doctor.